Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in rewind. The customer's blood glucose value was 110 mg/dl. Customer did not see the bolus delivery screen with 0.0 units. Customer was not able to esc to the status screen. The insulin pump did not exit the rewind. The customer stated the piston did not move whenever rewinds the insulin pump so he was not able to place the reservoir in the insulin pump. The insulin pump will be returned for analysis.